Event description:
It was reported that the pump was hot to touch while charging. Reportedly, the customer was using non-tandem charging supplies to charge the pump. There was no adverse impact to the customer's blood glucose level. The customer contacted the healthcare provider to obtain an alternate method of insulin therapy until the replacement pump arrived.